Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that in the past, patient "had had the pump too high". They could not locate physician assistant to turn the pump down; patient was taken to the ER and per the reporter "its kind of like lets do surgery and take the pump out was the perspective of the physicians in the ER". Drug being delivered via the pump at the time of this event was not stated; pateint currently had baclofen in the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).